Event description:
Device remains implanted. Doctor reported difficulty interrogating the device. Lights were visible on the wand during troubleshooting but a full interrogation was not been established. Patient also has an lvad implanted. Device to be evaluated further and remains implanted. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
(B)(6) 2021 device explanted. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. There was no indication of a material of manufacturing problem. Upon receipt, the device was interrogated. The interrogation could be properly performed and revealed the eri battery status. The ICD was implanted for 39 months and 24 charging cycles were recorded in the devices memory. The programmed parameters were inspected. High left and right ventricular pacing outputs were programmed (lv: 4.0 v / 1.5 ms and rv: 7.5 v / 1.5 ms). This represents a high current program, which results in a faster discharge of the battery. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Furthermore, a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. In addition, the interrogation of the device was tested and could be performed properly. Therefore, it is assumable that the mentioned left ventricular assist device (lvad) may has contributed to the clinical observation. In conclusion, the device was fully functional. There was no indication of a device malfunction. Analysis of the device revealed a normal battery depletion.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.